Event description:
It was reported that during a surgical procedure, the drill heated up. Backup equipment was used to complete the procedure. No pt or user injury was reported, and no other adverse consequences were alleged with this event.